Manufacturer narrative:
The customer reported a complaint that "the autopulse platform ((B)(4)) displayed a fault 16 (timeout moving to take-up position)" was confirmed during the functional testing and the archive data review. The autopulse platform failed initial functional testing during take-up, thus, confirming the customer's complaint. The root cause of the reported complaint was corrosion on the brake housing area of the drivetrain motor and encoder gearbox, likely due to user mishandling/maintenance. The customer is located in (B)(6), a high humidity location. Daily device checks are required per the user manual to help prevent the gap from seizing. Also, storing the autopulse in a low humidity location could reduce the likelihood of corrosive damage to the drivetrain motor and help prevent the brake gap from seizing. Upon visual inspection, the load plate cover has a hole that affects the water-tight seal, unrelated to the reported complaint. The load plate cover needs to be replaced to remedy the physical damage. In addition, unrelated to the reported complaint and upon removing the bottom enclosure, observed a lot of fluid ingresses corroded/damaged to the encoder gearbox, drivetrain motor, channel, metalized inner surface coating of the autopulse top cover. Bio-cleaning needs to be performed to address the corrosive damage. The archive data review indicated multiple fault 16, thus, confirming the customer's reported complaint. Further review of the platform archive was performed, observed fault 41 (patient temperature sensor failure), unrelated to the reported complaint. The autopulse platform failed initial functional testing during take-up, thus, confirming the customer's complaint. The autopulse did not achieve the target depth for take-up within the specified time (~5 secs) due to the defective drivetrain motor (slipped bushing). When the bushing slips, the drivetrain motor will seize and be unable to rotate. Observed the encoder gearbox and drivetrain motor were corroded by the fluid ingresses. The encoder gearbox and drivetrain motor need to be replaced to remedy the complaint. The autopulse platform displayed fault 41 upon powering on during further functional testing, unrelated to the reported complaint. The patient's surface temperature reading at 127 c. The patient contact surface temperature sensor is outside the normal range of 45°c during the power-on-self-test. The sensor may have some intermittent technical problem that could not be directly identified during the testing. The temperature sensor is recommended to be replaced as a preventive precautionary measure. Upon further testing, zoll service personnel observed that the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate needs to be deburred to remedy the problem. The autopulse platform was manufactured in 2013 and is nine years old. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with (B)(4).

Event description:
When the customer pushed the start/continue button during shift check, the autopulse platform sn (B)(4) displayed a fault 16 (timeout moving to take-up position). The customer tried to restart the platform and replace the lifeband, but the error persisted. The customer usually stores the autopulse platform in the autopulse trolly beside the bed when not in clinical use. No patient involvement.